Event description:
It was reported the pt underwent removal of the dbs device and extension due to infection. No pt symptoms or outcome were reported. Additional info has been requested but was not available on the date of this report.

Manufacturer narrative:
See scanned page.